Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. No anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that replacement testing of a competitor implantable device was fine before the pocket was opened. Then the analyzer showed r-waves of less than 1.0mv, and p-waves on the ventricular and atrial channels were sensed intermittently at 0.5mv. The analyzer also read faulty thresholds on both leads. It would pace, but thresholds were greater than 2.5v. The implantable device was reconnected and measured consistently greater than 8mv r-waves and 6mv p-waves. Another analyzer was tried, with both leads testing within normal range, which identified the original analyzer as the source of the problem. No patient complications were reported as a result of this event.